Event description:
It was reported that the physician was unable to interrogate this patient's device. She states that data received light is not coming on at all on the programming wand. She has used two different programming systems and is getting the same error message on each on: "error establishing communication". Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.